Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in (B)(6) 2018. The patient's medical history included parity 4 and abortion. No allergies nor relevant medical history or concomitant conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vomiting ("vomiting"), abdominal pain ("belly pain"), onychomalacia ("weak nails"), headache ("headache"), swelling ("swelling"), genital haemorrhage ("bleeding"), mood swings ("mood swings"), alopecia ("hair loss"), back pain ("lumbar pain that radiates to her legs"), hypoaesthesia ("difficulty walking due to numbness in legs") and nausea ("nausea"), 1 week after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("extreme painfull insertion procedure"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced device dislocation ("proximal extremity of left device is in its majority in the endometrial cavity"), post procedural haemorrhage ("bleeding thru genital organ after insertion procedure"), impatience ("lack of pacience") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, procedural pain, post procedural haemorrhage, vomiting, impatience, abdominal pain, onychomalacia, headache, swelling, dyspareunia, genital haemorrhage, mood swings, weight increased, alopecia, back pain, hypoaesthesia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2019. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, hypoaesthesia, impatience, mood swings, nausea, onychomalacia, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, swelling, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: left and right fallopian tubes without abnormalities. Ultrasound scan vagina - on (B)(6) 2015: bilateral position of devices; on (B)(6) 2018: uterine pregnancy with 9 weeks of gestational age.; on (B)(6) 2020: right side device in correct position. Proximal extremity of left device is in its majority in the endometrial cavity. Lot number: b02267, manufacturing date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" in (B)(6)2018. The patient's medical history included parity 4 and abortion. No allergies nor relevant medical history or concomitant conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vomiting ("vomiting"), abdominal pain ("belly pain"), onychomalacia ("weak nails"), headache ("headache"), swelling ("swelling"), genital haemorrhage ("bleeding"), mood swings ("mood swings"), alopecia ("hair loss"), back pain ("lumbar pain that radiates to her legs"), hypoaesthesia ("difficulty walking due to numbness in legs") and nausea ("nausea"), 1 week after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("extreme painful insertion procedure"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced device dislocation ("proximal extremity of left device is in its majority in the endometrial cavity"), post procedural haemorrhage ("bleeding thru genital organ after insertion procedure"), impatience ("lack of patience") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved and the device dislocation, pregnancy with contraceptive device, procedural pain, post procedural haemorrhage, vomiting, impatience, abdominal pain, onychomalacia, headache, swelling, dyspareunia, genital haemorrhage, mood swings, weight increased, alopecia, back pain, hypoaesthesia and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2019. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, hypoaesthesia, impatience, mood swings, nausea, onychomalacia, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, swelling, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: left and right fallopian tubes without abnormalities.. Ultrasound scan vagina - on (B)(6) 2015: bilateral position of devices; on (B)(6) 2018: uterine pregnancy with 9 weeks of gestational age.; on (B)(6) 2020: right side device in correct position. Proximal extremity of left device is in its majority in the endometrial cavity.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.